Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The commercial team member noted the patient is non-compliant as the patient turns the programs up on their transmitter assembly despite being instructed not to do so. The stimulator is used to treat pain. The cause of the overstimulation is due to patient non-compliance as the patient refuses to follow the instructions provided by the commercial team member to not turn the programs up on their transmitter assembly (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported feeling a slight surge when using the curonix system. The patient also reported a shooting feeling in their leg. The commercial team member has instructed the patient to turn the programs down on their transmitter assembly if they continue to feel overstimulation. The patient refuses to follow the instructions provided. No further information is available at this time.